Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.